Event description:
It was reported that during a laparoscopic roux-en-y procedure, the device was fired with a blue reload. When the surgeon looked at the stapleline, he noted that the staples were unformed. The surgeon oversewed the stapleline and continued to use this same stapler to complete the case (using blue, green, and white reloads). The subsequent firings/staplelines of device were fine. There were no patient consequences reported but as a precaution, the surgeon placed a drain.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: today the sales rep was informed that the patient had a leak and was in the ICU. Patient was in the ICU at the time of the call.